Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation will be lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported a physician report of "t-cell lymphoma in mammary implant¿. This relates to the left side. The status of the device is unknown.